Event description:
Subsequent to placement (for mesenteric ischemia and expanding abdominal pain), the patient's left celiac artery stent was found to be fractured, causing some blockage. This was apparent on a follow-up arteriogram when elevated velocities were noted. The fractured stent is easily visible in an abdominal x-ray.